Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was removed from the patient's right eye during a secondary surgery due to reasons attributed to the surgeon's preference. There were no indications of permanent or temporary impairment, no need for additional medical attention or medication, and no procedural delays related to the event. No further information regarding the patient's condition or any device-related issue was provided, and the customer confirmed that no additional details are available.

Manufacturer narrative:
Corrected data: additional information received, reporting the patient experienced significant halos and glare at night in the right eye. Best corrected visual acuity (bscva) pre-operative: 20/80 and bscva post-operative: 20/20. The event date was reported as 9/29/2025. The following sections have been updated accordingly: section b3: date of event: 9/29/2025. Section h6: health effect: impact code: 4619 halo vision- surgical intervention required, 4619 halo vision- surgical intervention required. Section h6: health effect-clinical code: 2227 halo vision- surgical intervention required, 2140 halo vision- surgical intervention required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.